Event description:
The device was used during an unknown procedure. Reportedly, when closing the device, the approximating lever broke. Another device was used to finish the procedure. No patient injury was reported.